Manufacturer narrative:
A medtronic representative inspected the imaging system onsite and confirmed the system fails to open. The representative adjusted door switch and verified system functions as intended. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, when closing the gantry, the imaging system still thinks the gantry is open. Multiple reboots and opening/closing the gantry were attempted, but the system still thinks the gantry is open. There was no patient present when this issue was observed.